Event description:
It was reported that during a sleeve gastrectomy procedure, on third firing of device with seamguard and green reload, the device fired three rows of staples on stomach side of stapleline and fired one row of staples on patient side of stapleline. Only the closest row of staples from cut line formed. The other two rows of staples were sticking up out of reload (not deployed and unformed). The surgeon oversewed on patient side of stapleline where only one row of staples had been deployed in tissue. It is unknown if there was any bleeding. The case was completed with a new device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.